Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds and not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement is within the specification. A visual examination of the bumper tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. The balloon body was reviewed, and no issues were identified with the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body which is an indication that the stent was crimped on the balloon prior stent to detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. The multiple kinks most likely occurred during manipulation of the device during withdrawal attempts. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issues on the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement, tip detachment and removal difficulties were encountered and the patient was sent for surgery. The target lesion was located in the highly calcified right coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent struts got stuck and was unable to removed from the stent delivery system (sds). After further manipulation, the sds was removed though the guide catheter but the stent dislodged from the balloon. A 185cm moderate support, j tip pt guidewire was advanced as a buddy wire next to the current wire where the undeployed stent was. The physician was planning to put a balloon over this wire and crush the stent to the vessel wall; but, it was unsuccessful. While manipulating the wire, the tip got detached. The physician attempted to snare each device but failed. The patient was referred to surgery for bypass.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement, tip detachment and removal difficulties were encountered and the patient was sent for surgery. The target lesion was located in the highly calcified right coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent struts got stuck and was unable to removed from the stent delivery system (sds). After further manipulation, the sds was removed though the guide catheter but the stent dislodged from the balloon. A 185cm moderate support, j tip pt guidewire was advanced as a buddy wire next to the current wire where the undeployed stent was. The physician was planning to put a balloon over this wire and crush the stent to the vessel wall; but, it was unsuccessful. While manipulating the wire, the tip got detached. The physician attempted to snare each device but failed. The patient was referred to surgery for bypass.